Event description:
Procedure: colectomy. Reportedly, during used of the device could not cut tissues properly and tissues were torn. As a result the was a small tissue and minimal blood loss which required the surgeon to open the pt to repair the wound.